Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found with an issue with two 118mm foam tapes. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a piece of 118mm foam tape. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Correction data: the device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the defective 118mm foam tapes. To correct the condition, the 118mm foam tapes were replaced. If any additional information is received, a follow-up MDR will be sent.

Manufacturer narrative:
(B)(4).the device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.